Event description:
It was observed that during the device evaluation, the high insufflation unit exhibited excessive air flow due to malfunction of the proportional valve and air leakage due to malfunction of the solenoid valve. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported malfunctions could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.